Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16290, 2938836-2019-16292. It was reported that when the patient presented for a follow-up in clinic, an infection and erosion of the system was observed. The physician elected to replace the generator and cap the atrial and right ventricular leads (B)(6) 2019 and placed an epicardial lead on the right ventricle. The patient was given antibiotics and discharged.